Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was on a black screen. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication that caused a delay to the patient care. The customer had rebooted the station, but the issue persisted. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had no power. A field service engineer found the power cable partially plugged in and too short to reach the original ac wall port, so with the customers approval relocated it to a closer port, restoring proper connection. The system functioned as intended after the field service engineer repaired the device.